Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis. The customer's reported problem was "motor not running". Visual inspection found the pump to be in good physical condition. Evidence of reported problem in event log revealed motor supply bgnd test. The evaluation method revealed that the motor supply bgnd test was found at power up process. What caused the reported problem was the main board does not operate as intended. Who caused the reported problem was determined to be normal pump wear.

Event description:
It was reported that the motor of a medfusion¿ medfusion® 3500 syringe infusion pump was not running. No report of any known impact or consequences to patient.